Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: (B)(4). Common device name: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with bd vacutainer® push button blood collection set the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: it is reported customer experienced retraction issues when using product.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after use with bd vacutainer® push button blood collection set the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: it is reported customer experienced retraction issues when using product.